Event description:
It was reported that the asymptomatic patient presented right ventricular lead exhibited loss of capture, the physician suspected the lead to be fractured. The lead was capped and replaced successfully. The patient was stable post procedure.

Event description:
New information states that the lead was capped on (B)(6) 2017 successfully.